Event description:
It was reported that patient had their system explanted due to an infection.

Manufacturer narrative:
Event date is estimated. Explant date is unknown. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.